Event description:
It was reported that when using the bd pyxis¿ es server new orders were failed to cross over to the stations. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the new orders were failed to cross over from sever to the stations. A technical support specialist (tss) completed initial server access after resolving duo authentication with internal assistance. The tss logged into the server and observed high controller process unit (cpu) and memory utilization with messages queued despite services running. Restarted key messaging and communication services, after which messages began processing normally. Coordinated with information technology and pharmacy during monitoring. Final confirmation was received from pharmacist that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.